Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient's low alert setting was set to 70 mg/dl. The patient's daughter noticed the patient was disoriented and staring blankly. The cgm at that time was not specified nor clarified, but the alarm was reportedly not heard. It it unknown if a blood glucose meter was checked during this time. The daughter decided to contact 911 to get some help. When 911 arrived, they took a fingerstick which was 50 mg/dl while her cgm value was 60 mg/dl. Emergency medical services (ems) gave the patient d50w dextrose and the patient suddenly became unresponsive. She regained consciousness after more than 10 minutes. Ems took another fingerstick during the treatment (d50w IV) and it was 20 mg/dl. The cgm at that time was unknown. The patient was transported to the hospital. The doctor took a fingerstick which was 118 mg/dl while the cgm value was 60 mg/dl. The doctor gave the patient an apple juice. The doctor took another fingerstick an unspecified time after after and it was 114 mg/dl while the cgm value was 143 mg/dl. The patient was discharged after few hours at 12:00 mn (cst) on (B)(6) 2024. She took a fingerstick when she got home which was 179 mg/dl while the cgm value is 233 mg/dl. At the time of the report, she is feeling better. Data was evaluated. The patient was observed below their low threshold of 70 mg/dl with an (estimated glucose value) egv of 47 mg/dl at 7:28 pm on (B)(6) 2024. The patient received their urgent low alert at 7:28 pm, which sounded at fifty percent volume. Five minutes later at 7:33 pm, the patient received another urgent low alert at fifty percent volume. Five minutes later at 7:38 pm the urgent low alert was cleared, as the patient began receiving their low alert at that exact time, which was vibration only. The low alert was then acknowledged at 7:38 pm. The probable cause could not be determined. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.